Event description:
It was reported that a motor rate error/ occlusion error message was displayed. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found broken/removed. The technician found the left plunger case inside screw insert broken off, right plunger case crack also very old drive train assembly parts. The pump event history found a motor rate error and verified during occlusion tests. The technician replaced motor assembly and that cleared up the problem. The root cause of the reported event is due to normal wear of device and parts were over 10 years old. The technician replaced motor assembly, replaced parts of the drive train (left plunger case, right plunger case, plunger cable and added the cable guard). Performed all functional/delivery testing and passed.